Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (25 mg/ml at 7.118 mg/day) via an implanted pump. The indication for pump use was spinal pain and non-malignant pain. It was reported that the patient had been complaining of extreme pain, more than normal. The physician tried to aspirate the catheter and was unsuccessful. A dye study was performed today ((B)(6) 2019) and was not successful. The physician was planning to wean down the patient¿s dose and start the paperwork process for revision and/or replacement. Surgical intervention was planned, but not yet scheduled. The issue was not resolved. It was indicated that the hcp (healthcare professional) had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.